Event description:
It was reported that the screen was not as sensitive, requiring harder presses for choices to register. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.